Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 124 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was able to clear the alarm and able to complete rewind. Advised customer the insulin pump will be replaced since this was second occurrence. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.